Event description:
The customer reported that the cart will not turn on and that the surge suppressor pcb is defective.

Manufacturer narrative:
(B) (4). The ge service rep installed the new surge suppressor and used the multimeter to check the output of the surge suppressor and found it to be 119.4 vac. He checked and assured that the unit was working as intended.